Manufacturer narrative:
(B)(4). When investigation is completed a f/u report will be sent to the FDA.

Event description:
The customer states that: "there was fire and smoke in the control cabinet of the technical room during examination". The control cabinet extinguished by the fire dept.